Manufacturer narrative:
An olympus endoscope service specialist (ess) visited the user facility and provided inservicing regarding appropriate reprocessing of endoscopes and educational materials. As part of the f/u to the inservicing, olympus was informed that the facility has ordered add'l reprocessing supplies, and is revising its operations to be compliant with reprocessing instructions. (B)(4). This medical device report is being filed in an abundance of caution.

Event description:
Olympus was informed that the user facility was not reprocessing the device in accordance with the instructions for use, including not performing pre-cleaning nor performing leak testing, and was not completely submerging the endoscope during reprocessing. There were no reports of any infections or other adverse events associated with this report.